Event description:
It was reported that the patient has been unable to charge the existing device. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient was happy postoperatively. The facility disposed of the explant battery per their policy.